Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd nexiva dual port with q-syte, 18g x 1.75" the tubing broke and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this rn noticed fluids on the floor, upon inspection nexiva tubing had broke off of IV, blood was running out on to bed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva dual port with q-syte, 18g x 1.75" the tubing broke and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this rn noticed fluids on the floor, upon inspection nexiva tubing had broke off of IV, blood was running out on to bed.